Event description:
Caller reported inform system blood glucose results of 426 mg/dl and 141 mg/dl within 1-2 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(6). Strips not available for return.